Event description:
The customer alleged that she performed a control test and received a result of 238 mg/dl. The normal control range was 99-137 mg/dl. No adverse events were alleged. The customer had to end the call, so troubleshooting was not possible. The test strips were returned for eval. Replacement test strips were sent to the customer.